Event description:
It was reported that the procedure was to treat the ostium of the left subclavian (off label use) by means of the left brachial approach. The omnilink stent was placed and post dilation was performed with great results. The sheath was advanced through the deployed stent to treat a distal lesion. When the sheath was advanced through the stent, it pushed the stent dislodging it and the stent migrated into the aorta. Another stent was used to compress the migrated stent into the aorta. Then the lesion was treated and the procedure was completed. Reportedly, the pt is doing well.